Event description:
The hcp believed the pump stopped infusing drug approx 6 months prior to explant. The pump was replaced. The pt recovered without sequela from the event. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.